Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (59-350 mg/dl). Reportedly, customer experiences low bg's in the morning and elevated bg's later in the day. Customer consumed carbohydrates to stabilize low bg's and delivered a correction bolus to stabilize elevated bg's. Recommendation was made to discuss diabetes management with customer's health care professional.